Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2019 to implant ipg and connect 2 leads. During the procedure, there was a set screw issue. Reportedly, contact 1 on the lead could not be advanced into the ipg header. The set screw was backed out, then came out of the ipg and flew off the table and onto the floor. The physician opted to slide the lead into the port and suture the lead to keep it secured. No set screw was used for this port. The procedure was completed. Therapy was confirmed.